Manufacturer narrative:
Concomitant medical products: adapter; 60ml bd syringe of azacitidine, sodium chloride 0.9%; therapy date: (B)(6) 2016. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of azacitidine was noted to be leaking from the tubing extension set. Another set was used that appeared to have the same problem. A third set was used without incident. There was no patient harm.